Manufacturer narrative:
The correction is as follows: h.4. Device manufacture date: 2018-12-19.

Event description:
It was reported that foreign matter occurred with a bd 10ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "users found a contaminated syringe (foreign matter) in pack sne30cnpmg. This resulted in the surgery being postponed for an hour and personnel discarding and changing all material and instruments while patient was under general anesthesia."

Manufacturer narrative:
H.6. Investigation: no samples have been received for evaluation. Please note that this product is manufactured and sold by the manufacturing plant as bulk non-sterile 10ml syringe only. Therefore, the complaint for sterile packaged goods should be issued to the appropriate manufacturer of that product. Since no samples displaying the reported condition were received a potential root cause could not be defined. Please note that this product is manufactured and sold by the manufacturing plant as bulk non-sterile 10ml syringe only. Therefore, the complaint for sterile packaged goods should be issued to the appropriate manufacturer of that product. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that foreign matter occurred with a bd 10ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "users found a contaminated syringe (foreign matter) in pack sne30cnpmg. This resulted in the surgery being postponed for an hour and personnel discarding and changing all material and instruments while patient was under general anesthesia."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred with a bd 10 ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "users found a contaminated syringe (foreign matter) in pack (B)(4). This resulted in the surgery being postponed for an hour and personnel discarding and changing all material and instruments while patient was under general anesthesia."

Event description:
It was reported that foreign matter occurred with a bd 10ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "users found a contaminated syringe (foreign matter) in pack sne30cnpmg. This resulted in the surgery being postponed for an hour and personnel discarding and changing all material and instruments while patient was under general anesthesia."

Manufacturer narrative:
Investigation: two photos and one loose 10ml syringe in a plastic bag was received and visually evaluated. The syringe had a piece of adhesive tape attached to the outside of the barrel. The tape was peeled back to reveal a small loose light brown piece of foreign matter attached to the tape. Viewed under magnification, it appeared to be a small piece of cardboard or similar fibrous paper material slightly larger than level 3 in size. Please note that this product is manufactured and sold by the manufacturing plant as bulk non-sterile 10ml syringe only. The product received had been manipulated and was not in its original packaged configuration. Therefore, the defect could not be confirmed to have originated at the syringe manufacturing facility. The defect could not be confirmed to have originated at the manufacturing plant. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.